Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 8/24/2021. H.6. Investigation: two photos and two samples were received by our quality team for evaluation. From the photos and samples, barrel damage and printing rub off was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The syringe barrel damage could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. The damage on the barrel caused the printing rub off.

Event description:
It was reported that 2 syringes 1ml ls tuberculin were damaged, but still operable. The following information was provided by the initial reporter: "1) damaged barrel: the barrel was deformed. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 syringes 1ml ls tuberculin were damaged, but still operable. The following information was provided by the initial reporter: "1) damaged barrel: the barrel was deformed."